Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 30 mmol/l. It was also stated that the insulin pump was having low battery life and was shutting off without warning. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.